Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel buttons could not be activated. They had verified that the targets had been rotated. Per wo notes, they discussed that this was covered under a field action and so therefore a replacement control panel would be sent at no charge to the customer. Per additional information updated from ttm on (B)(6) 2025, the biomed stated that touchscreen was off significantly and unable to use lower right and left side of the screen. Asked if there was still a way to calibrate.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed control panel. They had verified that the targets had been rotated. Per wo notes, they discussed that this was covered under a field action and so therefore a replacement control panel would be sent at no charge to the customer. Per additional information updated from ttm on 04sep2025, the biomed stated that touchscreen was off significantly and unable to use lower right and left side of the screen. Asked if there was still a way to calibrate. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f,h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the control panel buttons could not be activated. They had verified that the targets had been rotated. Per wo notes, they discussed that this was covered under a field action and so therefore a replacement control panel would be sent at no charge to the customer. Per additional information updated from ttm on 04sep2025, the biomed stated that touchscreen was off significantly and unable to use lower right and left side of the screen. Asked if there was still a way to calibrate.